Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not turn on. It was indicated that there was corrosion on the main printed circuit board. It was also indicated that contamination was found on both case halves, the display, the display frame bosses, the display grommets, two display screws, the keypad, the encoder flex wire, the main seal, and two pcb screws. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.